Event description:
The olympus representative reported on behalf of the customer, four (4) olympus scopes (evis lucera elite colonovideoscope, evis lusera colonovideoscope, evis lucera elite gastrointestinal videoscope, evis lucera colonovideoscope) and one (1) fuji scope were insufficiently or incorrectly reprocessed. After primary cleaning, the scopes were high-level disinfected in an oer-4. The oer-4 presented an e11 error message (too much disinfectant in the disinfectant tank). The e11 error message occurred occasionally approximately one year after delivery. The switching valve was replaced. However, the problem had not been resolved and the frequency of e11 error message occurrence had increased. In the process of investigating the oer-4 defect, the olympus field service engineer (fse) confirmed the implementation status of the acecide-c check at the facility. Up to the twenty-ninth (29) time, acecide-c concentration checks were not performed at the discretion of the facility, and reprocessing was performed without concentration checks. The scopes were used on patients. After the thirtieth (30) time, the check was performed every time, and if a judgment was given, the operation was to replace the acecide-c. In each case, it seemed that the acecide-c concentration was used more than thirty (30) times. No patient injury reported. This complaint is related to patient identifiers: (B)(6) (endoscope reprocessor, oer-4), (B)(6) (evis lucera elite colonovideoscope, pcf-h290zi), (B)(6) (evis lusera colonovideoscope, pcf-q260azi) and (B)(6) (evis lucera colonovideoscope, cf-q260ai).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing of the device. Regarding the content of the reprocessing of the device, the following description is contained within the contents of the instructions for use (IFU): "chapter 4 cleaning and disinfection equipment." In addition, the section of the oer-4 instruction manual below addresses the concentration of the disinfectant: "3.9 checking the disinfectant solution concentration level". Olympus will continue to monitor field performance for this device.